Manufacturer narrative:
The report received indicated that during a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflexpro 4 mm. X 4 cm. Balloon catheter (bc) failed to cross the intended target lesion and ruptured. The procedure finished successfully although details were not provided. There was no reported patient injury. The target lesion was the iliac artery. The lesion was reported to be a one hundred percent (100%) stenosis/chronic total occlusion (cto), and was ten (10) cm. In length. No other target lesion characteristic information was provided. Additional information received indicated that the procedure was completed successfully without patient injury. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available. The device was not returned for analysis. A device history record (DHR) review of lot 17611703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ and ¿pta system failure to cross¿ could not be confirmed as the device was not returned for analysis. The exact cause of the balloon burst and failure to cross could not be determined. Based on the limited information available for review, vessel characteristics (100% stenosis/cto) may have contributed to the reported failure to cross balloon burst. Difficulty crossing a product through an anatomical structure is a known procedural occurrence. This type of difficulty occurring during the clinical use of the device is usually addressed by modification in technique or substitution with another device. Crossing difficulty is most commonly related to the patient¿s anatomy, vessel characteristics, operator¿s technique and appropriate device selection. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time. Please note that this is the initial/final report for this product.

Event description:
The report received indicated that during a percutaneous transluminal angioplasty (pta), the 80 cm. Powerflexpro 4 mm. X 4 cm. Balloon catheter (bc) failed to cross the intended target lesion and ruptured. The procedure finished successfully although details were not provided. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was the iliac artery. The lesion was reported to be: a one hundred percent (100%) stenosis/chronic total occlusion (cto), and was ten (10) cm. In length. No other target lesion characteristic information was provided. Additional information received indicated that the procedure was completed successfully without patient injury. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The product was removed intact (in one piece) from the patient. Additional information was requested but was reported to be unknown. No additional information is available.